Event description:
It was reported that a user awoke with a blood glucose reading of 246 mg/dl while using the ilet system, and after a cannula/infusion set change the blood glucose decreased to 116 mg/dl with no alerts or alarms reported. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included resolution of the elevated glucose and no need for medical intervention or hospitalization. Investigation included troubleshooting with the user and education on device use. Investigation of this case revealed no device malfunction observed during interaction and an unclear cause for the transient hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear, with device function not contradicted by available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.